Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro jaws overheated, glowed red, and smoked as soon as the device was connected to the extension cable. The device was disconnected and another device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance record in the lot history. Internal file number - (B)(4).